Event description:
Additional information was received from the patient. They reported that it was unknown why it moved and that shocking is their pain, it is not new. They are having it taken out and it has resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial#(B)(6) implanted: (B)(6) 2024. Product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 01-feb-2028, UDI#:(B)(6); product ID: 977a260, serial/lot #: (B)(6), ubd: 02-feb-2028, UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the device hadn't worked since day one. Patient said they had pain and couldn't move their toes and right foot again like they did with the temp. Patient said they had reprogramming done five different times with reps, but still stimulation was not working right. Patient mentioned they had a cat scan and something broke loose and the surgeon said they couldn't go in and fix it. Patient was told something broke loose or moved and that was the hospital's fault and they were 'jacking them around.' Patient then said they six x-rays and the doctor said they didn't want to open them up, so they gave them four shots of cortisone that they had to go through, and then they told them they wanted him to have an MRI. Agent asked, patient said they were told five times how to put the device into MRI mode and they went through the steps and held the controller in front of them and read evidence of MRI mode. Patient said the MRI tech staff told them they had the wrong unit. Patient stated they wanted the device out of them; patient said the device had moved/shifted and was visibly sticking out of their back between the 3'o'clock and 6'o'clock area of their back. Patient also said the trial worked, but the implant hasn't done what it was supposed to do since day one. Patient reported they were hurting in other areas before the implant and they can't breathe anymore. Patient reported getting electrocuted when they shower or poop, so they have to turn stim all the way down or off. Patient stated for four months they had not been able to lay on their back, sit on a couch, or drive a car without putting their shoulders back and everything causes a stabbing sensation in their back. Patient also noted they were very swollen. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had reprogramming done that allowed them to charge their implant in about an hour, rather than over 3-4 hours; took off group c and set them up with a and b. Patient mentioned the plug on their recharger was very difficult to plug and unplug from the controller; agent reviewed the connection should be tight. Pt stated they just spoke with their manufacturer representative (rep) who said to "shut down the unit" and then they will meet in person on september 13th. Pt stated 1 of the leads up their spine moved almost 4 months ago and the hcp will not fix it. Pt also described that their implant battery is sticking out of their back and they cannot lay down or drive, it feels like they are being stabbed. Pt stated they were given steroids instead of fixing the problem. Pt stated now that the stimulation is shut down, their pain is like it was before, maybe even worse. Pt stated during the trial period in april, it was great, they were able to move their toes and everything. Additional information was received, it was reported the lead shocking was most likely from being turned up too strong. When the device was lower or turned off the patient did not get it. The manufacturer representative (rep) would try to adjust stimulation and educate patient on how to use the controller at the appointment on september 13, 2024. The shocking was resolved by lowering stimulation or turning it off. It was noted the patient's right lead did not move but their left lead moved less than 3mm down which did not impact coverage. Patient was setting normal use amplitudes high which caused overstimulation when posturing. The patient over exerted their activities during early stages after implant as they were the primary care giver for their ill spouse, which required a lot of physical exertion to help with daily living. The patient was advised to limit physical exertion especially lifting and pulling. No interventions were taken at the time. Additional information was received, it was reported the manufacturer representative (rep) met with patient for reprogramming. Reviewed recent x-ray. It was confirmed the right lead that was implanted at the top of t8 was still at that location. The left lead, that was implant at the top of t8 was now at the middle bottom of t8. No impedances were out of range. Low dose coverage would get bilateral low back and legs. The patient stated they had a pressure in their upper back and slight pressure in that area when breathing and when low dose stimulation was on and at perception. The patient was programmed hd programming on right lead for current areas of pain. The patient did not have any new pain or difficulty breathing when hd programming was active and set below perception.